Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader ncgd187-j3563 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Customer reported that reader was getting hot when tried to charge. No evidence of burn marks or other abnormalities were observed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable testing passed . The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba(printed circuit board assembly) and no issue was observed. An extended investigation was performed. A visual inspection was performed on the returned reader using a digital microscope and no visual anomalies were observed on the pcba. However, usb port was observed to be damaged on pins 4 and ground. The data from the initial scan was uploaded and reviewed and no abnormalities were observed in the data. The returned reader was brought to the bench to perform functional testing. The returned charging cable passed the cable test the returned battery was measured to be not within specification. The returned reader was connected with a known-good battery, and the device powered on successfully. The reader passed the built-in reader test. The returned reader was unable to be charged successfully using both a known-good charging cable and the returned charging cable due to damaged usb port. The reader was monitored under a thermal camera and no hot spots were observed when connected to a charging cable or when operating with a known-good battery. The reader passed all the functional tests. The off-current was measured to be within the required specification for returned reader with nxp processors. The current consumption test was within specification and the reader was functioning as intended. No evidence was found to support the customer's complaint that the reader becomes "too hot to hold when charging." Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.